Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field cardiac ablation procedure, after assembling the catheter and connected to the catheter interface cable (cic), the cable could not be properly connected, the catheter could not be fully inserted, and multiple channels did not display signals. It was reported that there was a large amount of glue residue at the catheter tail cable interface and assessed that the catheter needed to be replaced to proceed with ablation. The catheter was replaced with another catheter; after standard assembly and attempted cable connection, the same issues were reported, including inability to properly connect the cable, inability to fully insert the catheter, multiple channels not displaying signals, and a large amount of glue residue at the catheter tail cable interface. The catheter was replaced again and the case was successfully completed. No patient complications have been reported as a result of this event.